Event description:
It was reported that the user experienced elevated blood glucose while using the ilet during an intercurrent illness consistent with bronchitis, and education was provided that sickness can contribute to high glucose. Symptoms included hyperglycemia. Outcomes included user plan to seek evaluation by a medical provider. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction reported and that illness was a plausible contributor to the high glucose readings. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.